Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture. The requested data files have been received for investigation. The cause of this event is unknown.

Event description:
The customer reported discordant total hemoglobin results between two rl 1265s. There was no report of injury due to this event.

Manufacturer narrative:
Changed rp 500 to read rl 1265. Siemens evaluated the files provided by the customer. At the time of the discordant thb result, the co-ox on s/n (B)(4) was experiencing a short temporary period of instability. This is evident by the thb slope errors and aqc disabled thb results that occurred shortly after the whole blood measurement in question. A low frequency of thb drift errors is not uncommon, and to be expected, during the life of the rl1265. The low thb result was most likely a result of a temporary thb drift event, and the repeat calibration and drift errors posted immediately after the discordant sample, as well as no thb results for the next aqc sample all should suggest to the customer that there was a short period of thb pathlength/slide-cell adjustment. The actual root-cause as to why the thb drifted at that particular time is unknown.

Manufacturer narrative:
Siemens evaluated the data files provided by the customer. Although full files were submitted, they appeared to be incomplete or corrupted resulting in no information available from the databases. The investigation centered on the. Csv files for rl1265-15558. At the time the sample was measured, the co-ox on system rl1265-15558 appears to have been experiencing a temporary pathlength stability issue. This manifested in thb calibration errors on the calibration that occurred 10 minutes after the sample in question. The pathlength drift affected the thb result. The pathlength stability returned to, and maintained to, expected performance within the hour. The actual root-cause as to why the thb drifted at that particular time is unknown.